Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine replacement procedure, before the operation started, this right atrial (ra) lead exhibited normal impedances. After the related dual chamber pacemaker was removed from the pocket, the physician observed a breach in the insulation of this lead. The lead was connected to a product system analyzer, which showed low, out of range impedances of less than 100 ohms. Additionally, loss of capture and no sensing was observed. It was noted that the patient is sensitive to pacing and historically the dual chamber device was programmed to a ventricular-inhibited mode (vvi). Subsequently, the physician elected to downgrade to a single chamber device; therefore, this lead was surgically abandoned. No adverse patient effects were reported. This lead remains implanted (out of service).